Event description:
A customer reported experiencing occlusion alarms. The customer resolved by changing the infusion set and cartridge before resuming insulin delivery. There was no adverse impact on the customer¿s blood glucose level.